Manufacturer narrative:
The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 300 units of insulin. Additionally, the insulin gauge decreased from 60 units to 7 units. There was no impact to the customer's blood glucose level. Recommendation was made by tandem technical support to not overfill the cartridge per labeling instructions.